Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturing reference number: 3006705815-2022-01209. It was reported that the patient was not getting adequate therapy following a fall they patient had. Diagnostics revealed high impedances on several contacts and therapy was autoreducing. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.